Manufacturer narrative:
In addition to the foreign material in the nozzle, the device evaluation found that the angle wire was stretched, the play of the up/down angulation knob was out of standard value due to wear of the angle wire, the adhesive on the bending section cover was cracked and had a white-clouded area, the adhesives around the objective lens was peeled, the universal cord was wrinkled, the resin area was detached due to humidity, handling method or bending at a sharp angle and was peeling off, the control unit had discoloration due to chemical stress during reprocessing the control section had corrosion due to handling, the switch had scratches due to physical stress, the protector of the endoscope connector was damaged, the protector of the universal cord on the suction connector was scratched and damaged, the connector was broken, the paint on the suction cylinder was peeled and the paint on the air/water cylinder was peeled deteriorated due to stress from reprocessing, the cylinder was corroded, the plastic distal end cover was scratched, and part of the insertion tube was caught, pinched, and deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned a videoscope to olympus that had reduced angulation. During the device evaluation, the following reportable malfunction was found: foreign material was in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. According to the methods for procedure in line with the instructions for use (IFU) below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.